Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt the device returned a "shock advised" determination and discharged energy to the pt, for what appeared to be a non-shockable heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.